Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl and "was unconscious"; cause was not known. Customer's spouse called 911 and customer was taken to the emergency room via ambulance. . Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline. Customer was discharged 4 days later with the issue resolved and no permanent damage. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.